Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion being treated was located in proximal left anterior descending artery. The physician implanted a 28mm promus element stent in the target lesion. Then the physician advanced a non-bsc balloon catheter for postdilation, the balloon catheter was inflated for 10 seconds at 15atms. It was then noted that 4mm at the proximal edge of the implanted stent was damaged. The procedure was completed by the physician postdilating the damaged segment of the stent with an unspecified balloon catheter. No further patient complications were reported and patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).